Manufacturer narrative:
The ri cori (us), rob10024, sn(B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a connection failure. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, when beginning to mill the femur in a cori-assisted ukr surgery, a "system console is bad error" message was displayed. The real intelligence cori was rebooted and the case was resumed without significant delays. The patient was not harmed.